Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor did not pass incoming functional testing. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.